Manufacturer narrative:
The qc prior to the event was within lab-established ranges. Qc run after the event was outside of the range (low). A bci field service engineer (fse) found: a broken electrolyte injection cup (eic). Improperly centrifuged samples being processed on the analyzer. Red cells and gel material moving up the side of the eic. Application service trained the customer on the importance of sample handling.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were repeated and higher results were obtained. Patient treatment was not initiated or withheld based upon the false results reported.